Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after intraocular lens (iol) implantation, the patient stated not seeing as well as expected. Consequently, the lens was removed and replaced with a monofocal lens in a secondary procedure. Additional information was requested, but no further information is available.